Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, impedance, sensing, and threshold anomalies were observed due to dislodgement reported to be caused by the patient's anatomy. The lead was explanted and replaced successfully with no adverse consequences.